Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that patient alleged pain consistent with metalosis. The products removed were 643-00-36g lot: rlvmle, 6260-9-236 lot: mlnta1.

Manufacturer narrative:
An event regarding pain and metallosis (altr) involving a metal femoral head was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: insufficient information was received for review with the clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been one other event for the reported lot. Conclusions: the exact cause of the reported event could not be determined because insufficient information was provided. Further information such as return of device, his pathology reports, operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that patient alleged pain consistent with metallosis. The products removed were 643-00-36g lot: rlvmle, 6260-9-236 lot: mlnta1.